Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 380mg/dl with nausea, agitation, and symptoms of dehydration associated with recurring call service alarms. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient discontinued pump therapy. The reporter stated that the pump had emitted multiple call service alarms in the past 30 days. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a recurring call service alarm issue.